Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred during bolus delivery. Customer reloaded the same cartridge and insulin delivery was resumed. Customer could not recall blood glucose level; however, reported that it was within range.